Event description:
The customer reported false positive troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving access 2 immunoassay system. Subsequent testing of the patient sample recovered results within the risk stratification. The erroneous result was released out of the laboratory. The patient was admitted to the hospital and had cardiac catheterization. The patient was discharged the following day. A second sample from the same patient was collected and tested and recovered results within the normal reference interval. The initial sample was frozen, thawed, and re-centrifuged and produced a result within the normal reference range. There has been no report of patient outcome.

Manufacturer narrative:
There is no indication service was dispatched for this incident. The samples was collected in green top non-gel heparin tubes and centrifuged at 3,000 rpm (revolutions per minute) for 7 minutes at ambient temperature. The customer indicated quality control (qc), calibrations, and system data passed within the manufacturer's specifications prior to and during the incident. A definitive cause of the incident is unknown.